Event description:
Event description guidant received information that this device was prophylactically explanted. It was also noted that there was intermittent loss of capture observed through a holter monitor and the patient was symptomatic. This device was part of the advisory population of the hermetic sealing advisory.